Event description:
Caller tested 2.1 inr on the coaguchek xs system. The caller reports being able to feel a blood clot in her leg; she was taken to the hospital later that afternoon where an ultrasound confirmed evidence of blood clots. The caller was treated with heparin and underwent two surgeries that weekend. No adverse event related to the device was reported. Requested return of suspect system, however, the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.